Manufacturer narrative:
The initial MDR 2432235-2020-00361 was filed 06-aug-2020. Additional information: 13-aug-2020. The customer provided the unit of measure that is used for microalbumin testing. Additional test result data was added to section b6. The customer service engineer inspected the system and replaced the damaged aspirate tubing for the b5 nozzle on the reaction washer which returned the system to normal operation.

Manufacturer narrative:
The customer contacted siemens to report that five falsely depressed creatinine test results were obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the dilution tray and reaction tray wash station nozzles were blocked. The cse performed a weekly preventive maintenance routine to unblock the wash nozzles. The cause of the discordant creatinine test results was the need to perform routine maintenance on the wash station. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
Five discordant, falsely depressed creatinine test results were obtained from an advia chemistry xpt instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument and correct results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine test results.